Manufacturer narrative:
The batteries were replaced and are being returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Batteries unknown: (B)(4). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00591 and 3007042319-2015-00592) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117.

Event description:
It was reported that this patient was hearing self-clearing beeps coming from the controller. Log files were sent and were unable to identify an individual battery. Upon recommendation by clinical engineering, the batteries were replaced and are being returned to the manufacturer for evaluation. There was no reported patient injury. This is one of two reports submitted for devices related to the same event.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of four reports (3007042319-2015-00591, 3007042319-2015-00592, 3007042319-2015-03004, 3007042319-2015-03005) submitted for devices related to the same event.